Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability, pain and loosening of the tibia at the cement to implant interface. Cement manufacturer is from depuy. Tibia was also cut with a lot of posterior slope. Kept femoral component. Doi: (B)(6) 2016; dor: (B)(6) 2018; left side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) used to capture the surgical intervention and joint instability.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.